Event description:
It was reported by service report that the foot-end brakes were not holding. No patient involvement or adverse consequences were reported.

Manufacturer narrative:
Results: worn foot-end gill brake plate kit.